Event description:
It was reported that first, the proximal left anterior descending coronary artery was treated percutaneously. The second lesion, the mid left circumflex coronary artery was predilated with a 3.0 x 15 non-abbott balloon dilatation catheter. The stent was noted to be on the 3.5 x 28 xience v stent delivery system (sds) during preparation. The sds was inflated in the moderately tortuous target lesion, but the stent was not on the sds. All the equipment was removed from the anatomy except a guide wire to maintain vessel access. Intravascular ultrasound (ivus) was performed after the procedure and did not find any metal. The stent was not found in the patient anatomy. The stent was not in the guide catheter that was split open to look for the stent. The stent was not in the tuohy valve. It was surmised that the stent may have fallen out of the tuohy valve when the devices were being removed from the anatomy. The location of the stent was not identified, but reportedly it was not in the patient. The physician was confident that the stent was not lost in the patient. A 3.5 x 28 non-abbott stent was implanted to complete the procedure. There were no adverse patient effects. This resulted in a small delay in the procedure, but did not impact the patient. There were no adverse patient effects. No additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.